Event description:
The patient's vns was explanted. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted generator was discarded.

Event description:
The patient reported that she found out she is not epileptic.

Event description:
Information was received that the patient's device was checked and diagnostics indicated everything was fine with the device. The device was turned off per the request of the physician and patient. The patient would like to device removed so that she can have freedom to do an MRI of the breast if needed. No known surgical intervention has occurred to date due to the reported increase in seizures. No additional relevant information has been received to date.

Event description:
It was reported by the patient that they did not feel they were doing as well as she had hoped with vns. The patient also indicated that their device was turned off due to head pain she was having, however therapy was later turned back on at a lower settings due to the number of auras the patient was having with the device off. Additional information was later received from the patient that they would like their device removed due to the headaches it causes her. The patient also indicated they wanted the device turned off as they are also having a lot of neck problems and pain. The patient indicated that the device worked for her when settings were programmed higher but every time the device stimulated her, it caused severe head pain and she developed a headache. Since having the settings lowered, the patient reported having an increase in seizures. No surgical intervention has been reported to date. No additional relevant information has been received to date.